Event description:
It was reported by service report that the stretcher had a broken weld, sharp edges were found and the siderail cannot be latched up. No pt involvement or adverse consequences are reported.